Manufacturer narrative:
Investigation summary: we analyzed the batch history, checked the quality notifications and maintenance records, and found no potential records related to the failure. The photos sent by the customer are not very clear, making it impossible to visualize the incident and consequently confirm the complaint and perform the investigation to define the root cause. The current controls to detect the incident are performed through visual inspection every 02 hours on 1 box in the packaging process. The reported incident will be monitored for trend evaluation.

Event description:
It was reported that the bd¿ precisionglide¿ needle hub broke when attempting to draw up saline solution. The following information was provided by the initial reporter, translated from portuguese to english: "during the prepare of medication, the hub broke when introduced into the saline solution vial."